Event description:
When the physician opened the galaxy box, the orbit galaxy tight distal loop complex fill coil 5 x 10 (640cf0510/15763760) proximal hub was already broken. So, the physician changed another same size coil. The procedure was successfully done.

Manufacturer narrative:
When the box of the orbit galaxy tight distal loop complex fill coil 5 x 10 ((B)(4)) was opened, the proximal hub was already broken, it was in two pieces. The device was exchanged for another same size coil and the procedure was successfully completed. A non-sterile orbit galaxy tight distal loop complex fill coil 5 x 10 was received coiled inside of coil dispenser inside of a plastic bag. The hypotube was inspected and it was found broken. The hub and part of the hypo tube were not received for evaluation. The support coil, gripper and embolic coil were found inside of the introducer and no damages were noted on them. The gripper, embolic coil, and hypotube were inspected under microscope and the following were found; the gripper and embolic coil were found without damage while the edge of the broken section of the hypotube appears as if it was kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported event. The condition of the hub could not be evaluated since it was not returned for analysis. However, it was confirmed that the hub had separated from the delivery tube; the delivery tube was received broken without the hub. Although a definitive conclusion cannot be made, based on the analysis of the returned part of the device, it appears that this damage was caused by the application of excessive force. It appears to be related to handling of the device; however, the timing of the event and root cause cannot be determined. Inspections are in place to prevent this type of failure from leaving the manufacturing facility. With review of the analysis and device history records there is no indication of any relationship to the manufacturing process. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15763760 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for analysis, and additional information will be submitted within 30 days of receipt.